Event description:
Additional information received noted the morbilliform rash resolved approximately 14 days following onset.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Should additional reportable information be received for the reportable event, an additional regulatory report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that in the morning on the day following the implant of this transcatheter bioprosthetic pulmonary valve, the same date as discharge, a rash presented over the patient¿s body. As reported, the rash was suspected to have occurred as result of an antibiotic. An unspecified medication was provided. Additionally, on this same date, brief runs of non-sustained ventricular tachycardia (nsvt) occurred. The patient was asymptomatic. No treatment was required. The patient was not taking an anti-arrhythmic medication prior to the valve implant procedure nor at discharge. The rash and nsvt were causally related to the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that previously reported ¿was pr¿ was to capture that the bundle branch block / intraventricular conduction delay (ivcd were ¿present¿. The non-sustained ventricular tachycardia resolution date was corrected to 10 days following onset rather than the previously reported 20 days following onset.

Event description:
Additional information was received to report an adhesive patch had been placed on the patient to continuously monitor the patient's heart rhythm by electrocardiogram recording. Review of the diagnostic test results showed the predominant underlying rhythm was sinus. Bundle branch block / intraventricular conduction delay (ivcd) "was pr". The patient remained asymptomatic. The nsvt was resolved twenty days after it presented.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.